Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - dislodgement with loss of capture of the lv lead was reported. This lead was explanted and replaced.